Manufacturer narrative:
(B)(4). Evaluation, conclusion: off label-unapproved or contraindicated use of device: proximal neck diameter <(><<)>22mm.

Event description:
A valiant thoracic stent graft was implanted in the patient for an emergent treatment of a thoracic transection. Aneurysm and vessel morphology at the time of implant were reported as the diameter of the proximal aorta is 17mm and 90 degree of angulation. It was reported that the patient was being treated emergently due to an automobile accident. Patient had multiple injuries, including an impressive thoracic transection of about 8mm below the left subclavian. Patient¿s arteries were extremely small and patient had pelvic fractures; therefore, physician decided to stay away from the abdomen. During the procedure the physician encountered deployment difficulties because of the small vessels and the candy cane arch. The physician removed the device and re-directed the wire down the right subclavian. Then the physician used a stiff wire up and delivered the stent graft. The physician noted that due to the angle of the arch, torquing the delivery system was difficult. A combination of extremely small external iliac arteries made it difficult retracting the spindle around the arch and time in the vessel led to incredible difficult removing the delivery system causing an iliac rupture, and blood loss. The delivery system was finally removed; however, the patient coded and required CPR. The physician performed a laparotomy and iliac femoral bypass. Ultimately the physician sewed an ilio femoral graft on the right side. The patient was stable at the end of the procedure. No additional clinical sequelae were reported and the patient is doing well.